Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when the surgeon squeezed the handle to fire, the clip dropped out of the jaws. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic colectomy, when the surgeon squeezed the handle to fire, the clip dropped out of the jaws. When the surgeon squeezed the handle to fire, the clip dropped out of the jaws. The surgical time was extended by less than 30 min. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge noted the clip was disengaged. The clip tracks were not in the clip housing and not properly formed. The clinical instrument was not received. Functionally; the clip was reassembled into the cartridge. Since the clinical instrument was not received a pmv representative instrument was used for functional testing. The cartridge was inserted into the representative instrument and fire on test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to misuse of the product. If information is provided in the future, a supplemental report will be issued.